Event description:
It was reported that an alarm sequence occurred, with alarm 2 followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level was affected, reaching 517 mg/dl. To address the high blood glucose level, the customer administered a correction injection via manual insulin delivery, changed the infusion set and cartridge, and resumed using insulin therapy. No outside assistance was required, and no recurring issues were reported, allowing the case to be closed by technical support.